Event description:
It was reported that the table locks did not actuate, causing the tabletop to unexpectedly float on the lateral direction. There was no injury reported or patient involved. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) evaluated the system and found a short circuit in the wiring where the lateral table lock contacted the tabletop support rail. The fe repaired the short circuit and secured the wiring. After the fix, the fe verified that the table locks were operating as expected.